Manufacturer narrative:
The field service engineer did not find a cause. He inspected the electrode block, flushed the sample probe, checked the vertical and horizontal adjustments, and ran maintenance functions. He ran ise checks and precision that passed. The customer ran qc that was acceptable, but low. The customer performed air purges and probe washes that improved the qc performance.

Event description:
There was an allegation of questionable ise indirect gen 2 sodium results from the cobas pro ise analytical unit. Sample 1 initial result was 103 mmol/l and the repeat result was 116 mmol/l., sample 2 initial result was 126 mmol/l and the repeat result was 132 mmol/l., sample 1 initial result was 128 mmol/l and the repeat result was 136 mmol/l.,and sample 1 initial result was 126 mmol/l and the repeat result was 135 mmol/l.. The questionable results were reported outside of the laboratory and then ammended with the repeat results. The sodium electrode lot number was f6587. The expiration date was requested but was not provided.

Manufacturer narrative:
The investigation determined the event was consistent with a pre-analytic issue by the customer. The provided pictures showed pre-analytical problems present in three of the affected samples. The provided analyzer alarm trace contained multiple errors that are indicators of possible poor sample quality. Correct pre-analytic sample handling is within the customer's responsibility. The actions taken by the customer resolved the issue.

Manufacturer narrative:
Additional results were provided for the patient samples. Sample 1 initial chloride result was 88 mmol/l and the repeat result was 97 mmol/l. Sample 3 initial chloride result was 78 mmol/l and the repeat result was 102 mmol/l.